Manufacturer narrative:
No product is being returned, and no lot numbers have been supplied to encore. Therefore, no product investigation can be performed. The surgeon claims in the complaint that this issue is due to component sizing and the initial surgical procedure, and does not make any statements about product problems. Based upon this info, this is the final report.

Event description:
Revision due to pain. Revising surgeon felt that the petella was oversized, and the tibia had not had enough bone removed.